Event description:
It was reported that the customer received a button error alarm on the insulin pump and she was at the beach. Her blood glucose level was 290 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The button error alarm occurred due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked display window corners, broken battery tube threads, and a cracked reservoir tube lip.